Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The peritonitis was manifested by abdominal pain and cloudy effluent. The cause of the peritonitis was unknown. The day before the onset of peritonitis, the patient was hospitalized for another indication. On an unreported date, the patient began treatment with unspecified antibiotic therapy. On an unreported date, the patient discontinued pd therapy and was put on in center hemodialysis. Nine days after admission to the hospital, the patient was discharged. At the time of this report, it was reported that the patient was recovering from the event and remained on antibiotics. No additional information is available. This is report 1 of 3 involved in this peritonitis event.

Manufacturer narrative:
(B)(4). A review of all batch record documents for potentially associated lot numbers h14c13019, h14c13068 was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. As the sample was not returned and the lot number is unknown, a device evaluation cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device evaluation cannot be completed. Should additional relevant information become available, a supplemental report will be submitted. This is the same patient as (B)(4).